Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on electronics. Unable to verify button keypad anomaly due to blank display. The insulin pump had a cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and blank display. The customer¿s blood glucose was 120mg/dl at the time of incident. Customer stated that the insulin pump was dropped into a hot tube and pump was making a constant noise. The customer states replaced the battery to fix the issue but pump has a blank display now and wont respond. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.